Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms that no relevant clinical medical information was provided to conduct a thorough medical assessment. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit cannot be issued for the device.

Event description:
It was reported that the patient underwent a manipulation under anesthesia.